Event description:
During index procedure, patient had one complete se stent implanted to the sfa of the left leg and it was reported that a dissection occurred after stent implantation. No treatment was reported for the dissection. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).